Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. Power cycling the pump did not resolve the issue so hand cranking was used to maintain blood flow while the system was replaced and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. Power cycling the pump did not resolve the issue so hand-cranking was used to maintain blood flow while the system was replaced and the procedure was completed without further issues. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.